Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that user had required assistance with rx verify. A technical support specialist (tss) provided instructions to the user on how to proceed with rx verify and the case was proceeded for closure. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when usi4ng the bd pyxis¿ medbank tower the screen was stuck when user was issuing medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.